Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was running slow due to zero space on the hard drive. A field service engineer (fse) mapped to a different device and freed up enough space to connect via rss, freeing up 6.6 gb of space. However, the station soon had no space again. The fse contacted a technical support specialist to work on the database but was unable to free up enough storage space to get the station back online. The station was unavailable through remote services due to hard drive space issues. The fse managed to free up enough space to connect remotely. Despite this, the station had ongoing hard drive space issues. Finally, fse re-imaged station and synchronized with server. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was running slow. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.